Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent battery failure during daily test, the defibrillator has reported battery discharge. There was no report of pt involvement.